Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
Customer reported if there is a crack in the catheter guidewire when the product package is opened, replace it with a catheter immediately. It was reported this occurred with 2 devices. This report addresses the first device.